Manufacturer narrative:
(B)(4) date sent: 2/22/2024 d4: batch #587c36 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh29b device arrived with no apparent damage. The breakaway washer was present, uncut and the device was fully loaded with staples. No packaging was returned for analysis. Further analysis of the device showed that the trocar was damaged. No functional test was performed due to the condition of the trocar. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 587c36, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure when opening the packaging, it is impossible to remove the anvil. No patient consequence. Use of a second device to complete the procedure.